Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller said the patient needs an MRI, but they can't get the handset and communicator to connect to the implant. Caller said they think the patient had 5-6 falls in the last 4 weeks, and the last time they saw the doctor, the doctor said the device was slightly "disconnected," but it was still working. Caller stated that they suspect the falls may have completely disconnected the implant. Agent asked, caller confirmed they were seeing 'device not responding' when they were trying to connect. Caller tried repositioning the communicator, and agent reviewed optimal communicator placement but that didn't resolve the issue. Caller stated that the communicator was fully charged and unplugged at the time of the call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and have the device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.